Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and was unable to establish the exact root cause as the reported issue is no longer reproducible. Most likely, there was indeed a physical disconnection. The fsr performed a quick unit check, photonic o2 calibration and verification. All test passed and meets factory specs.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us alarmed "disconnect" on the screen and stopped flow while on a patient. Furthermore, the customer confirmed that the patient is transferred to manual bag ventilation while trying the ventilator to start working again but then they give up and get another ventilator for the patient. There was no patient harm reported.